Event description:
It was reported that a button error alarm was received on the customer's insulin pump. Customer's blood glucose was 160 mg/dl. The customer did not recall any significant events leading up to the alarm. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or low reservoir alarm during testing. However, the insulin pump had intermittent button response due to due to flattened buttons dome switch. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.